Event description:
It was reported during an open reduction internal fixation of proximal tibia, the end of the push-pull reduction device was broke off while being pulled. The broken fragment was not retrieved, and remains implanted in the left tibial plateau. The surgery was successfully completed with no surgical delay to the case, and reportedly no harm to the patient. The patients status outcome/status following the procedure was not provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.